Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was unable to reproduce issue, however, he did noticed that the connector was loose in housing (it could rotated a couple of times). As a precaution, fse replaced the blue fiber cable connector at the back of the surgeon side console. The affected part involved with this complaint is a field scrap item and will not be returning to isi for further investigation. No image or procedure video was provided for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support engineer (tse) and investigation revealed error 23 as a possible related system. Additional log reviews confirmed that system (B)(4) was used on (B)(6) 2022 for a nephrectomy procedure. This complaint is considered a reportable event due to the following conclusion: it was alleged that during a da vinci-assisted nephrectomy surgical procedure, the surgeon side console (ssc) had a black eye. A blue fiber cable connector was replaced after the completion of the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the surgeon side console (ssc) had a black eye. The intuitive surgical inc. (Isi) technical support engineer (tse) reviewed the logs and noted an error 23. As instructed by tse, the reporter (biomed) was able to confirm the blue fiber cable on the reported ssc, was loose. The tse explained that this could be the reason for the error and informed the reporter that the isi field service engineer would solve the problem. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.